Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 450 mg/dl at the time of incident. Customer stated that the insulin pump had auto off and shut off. The treatment given to the customer was intravenous insulin drip. Customer was using insulin pump system within 48 hours of reported event. Customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.